Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement has been increasing over time and is currently exhibiting measurements gretater than 2000 ohms. An email was sent to the field representative in an attempt to obtain additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during an upgrade procedure the rv lead was partially surgically abandoned due to high out of range pacing impedance measurements and concern over a possible lead fracture. No adverse patient effects were reported.